Event description:
It was reported that a 2.75 x 12 mm xience pro could not cross the lesion. Another unknown device did cross to successfully complete to procedure. There was no clinically significant delay in procedure and no adverse patient effects. When the device was picked up for return, it was noted that the stent had dislodged. It is unknown when the stent dislodged. No additional information was provided

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.